Event description:
Baxter received a report stating that electric stretcher frame power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Inspect the power cord and plug for nicks, cuts, and breaks. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on november 28, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.